Event description:
It was reported that the pump battery was depleting quickly. Customer declined troubleshooting with tandem technical support and declined to provide further information. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.